Event description:
This spontaneous case was reported by a consumer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and rash ("not rash since surgery"). The patient was treated with surgery (essure removal). At the time of the report, the surgery outcome was unknown and the abdominal distension and rash had resolved. The reporter provided no causality assessment for abdominal distension, rash and surgery with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and rash ("not rash since surgery"). The patient was treated with surgery (essure removal). At the time of the report, the surgery outcome was unknown and the abdominal distension and rash had resolved. The reporter provided no causality assessment for abdominal distension, rash and surgery with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), rash ("not rash since surgery, still have same "), multiple allergies ("insane allergies"), alopecia ("lost close to 30% of hair"), allergy to metals ("allergy to nickel"), middle insomnia ("rashes wake me up in the middle of night") and personality change ("dramatic body change"). The patient was treated with surgery (essure removal). At the time of the report, the surgery, multiple allergies, alopecia, allergy to metals, middle insomnia and personality change outcome was unknown and the abdominal distension and rash had resolved. The reporter provided no causality assessment for abdominal distension, rash and surgery with essure. The reporter considered allergy to metals, alopecia, middle insomnia, multiple allergies and personality change to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events allergy nos, dramatic body change, hair loss, titanium allergy and nocturnal awakening were added. New reported was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), rash ("not rash since surgery, still have same "), multiple allergies ("insane allergies"), alopecia ("lost close to 30% of hair"), allergy to metals ("allergy to nickel"), middle insomnia ("rashes wake me up in the middle of night") and personality change ("dramatic body change"). The patient was treated with surgery (essure removal- bilateral salpingectomy). At the time of the report, the surgery, multiple allergies, alopecia, allergy to metals, middle insomnia and personality change outcome was unknown and the abdominal distension and rash had resolved. The reporter provided no causality assessment for abdominal distension, rash and surgery with essure. The reporter considered allergy to metals, alopecia, middle insomnia, multiple allergies and personality change to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: no new clinical information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.